Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The ventilator was investigated onsite by our field service engineer (fse) and could reproduce the reported issue on site. The o2 gas module was found to be defective and the fse resolved the reported failure by replacing it. The ventilator passed all functional and safety test and was cleared for clinical use after that. This can't be confirmed due to lack of logs. The air and o2 gas modules regulate the inspiratory gas flow and gas mixture. The o2 gas module was sent for further investigation. Visual inspection of the returned parts revealed no abnormalities. Then a simulated test over 72 hours didn't reproduce the reported issue. Several pre-use check was done before and after. Our conclusion is that the device failed to meet its specifications during the reported event. Since the reported issue could not be reproduced at the manufacturer site, it was not possible to confirm any part failure, and thus a definite root cause cannot be established.

Event description:
Manufactures reference ID: (B)(4).